Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm permanent cautery hook instrument immediately bent 90 degrees after attaching it to the arm. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was persistent and did not occur while the surgeon was using the console or manipulating instruments. It was resolved by switching to a backup instrument of the same type. The drape used with the instrument is not available for return, and its lot number is unknown. Importantly, there was no patient injury from the event. The affected device had been inspected before use, with no damage or irregularities found. The instrument itself is available for return for further evaluation. The specific timing of the issue during the procedure is unknown.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm permanent cautery hook instrument for failure analysis investigation. The instrument was analyzed and was found to have the cable crimp from the wrist control cable at the grip hub dislodged. As a result, the cables appeared broken, although they were not. The cable crimp was found secured within the welded grip. The probable root cause is attributed to component susceptibility to damage through external collisions or during use.